Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported one patient sample processed on the alinity m instrument resulted as false negative. One patient sample was processed and resulted as negative. The sample result was reported to the physician, who questioned the result, due to patient was symptomatic. The same sample aliquot was processed on the cepheid instrument and resulted as positive. This test was performed the same day. The same sample aliquot was then re-tested the next day and resulted as positive. There was no impact to patient management as the physician questioned the negative result and then obtained a corrected positive result, confirmed on two different platforms.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving sample identifications (sid) were valid, met assay specification requirements, and no error codes or flags were displayed for the run controls. Abnormal amplification curves were not identified, and the assay is performing as expected with correct interpretations. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 526484 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 526484 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526484 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526484. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526484. Complaint history review: a lot specific complaint history review was to identify complaints related to the ticket investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 526484. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 526484 was not identified.